Event description:
A customer obtained an unexpected vitros ahbs result (21.0 (positive) vs. Expected result < 5.00 miu/ml, negative) on a single patient sample while using the vitros 3600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected result was not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a customer obtained an unexpected positive vitros ahbs result from a single patient sample while using the vitros 3600 system. An ocd fe performed service actions to the well wash subsystem of the analyzer. Following these actions, acceptable system performance was obtained. The investigation could not determine a definitive root cause. An instrument, reagent or improper pre-analytical sample handling cannot be ruled out as contributing factors.